Event description:
It was reported that a patient presented in-clinic. Upon interrogation and analysis, the patient's right ventricular (rv) lead was found to have post-sensed t-wave over-sensing. Corrective programming changes were made. The patient was stable throughout and no patient consequences were reported.